Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. The syringe needle was reinserted into the septum and customer was able to successfully fill the cartridge. Customer's blood glucose level was 201 mg/dl.